Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of the heat was confirmed. During svc the device failed the pre-repair temp assessment. If additional info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Device received from USA for svc. During servicing it was discovered that the device was experiencing heat. The device was not being used in surgery. There was no injury or medical intervention reported. There is no additional info provided.